Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly and insulin pump error. The customer¿s blood glucose was 212 mg/dl. Customer stated they was unable to exit the preparing to prime loop. Customer also stated that she was getting a message that there was no reservoir and there was reservoir in the insulin pump. Customer reported that they were unable to clear the alarm. Customer also reported insulin pump did required rewind. Customer not able to complete rewind. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No e15 alarm and no prime or fill anomaly noted during test. (B)(4).